Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage and that the helix was extended, stretched, and damaged. The cause of the reported event was isolated to blood or tissue in the helix, helix stretched or damaged, and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, prior to opening up the pocket, the right ventricular (rv) lead had helix was unable to extend. The rv lead was not used. The patient was discharged with no reports of adverse consequences.